Manufacturer narrative:
No sample received.

Event description:
The patient¿s attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, recurrence, dyspareunia, superficial periurethral/vaginal wall lacerations (vaginal mucosal damage), hypertension, bruising and decreased hemoglobin levels. Per additional information received on (B)(6) 2021, the has experienced vaginal pain, dyspareunia, cystitis, nodosa, moderate trabeculation, palpable transverse scar at the level of midurethral and required additional surgical and non-surgical interventions.